Event description:
Pt states that extension set becomes disconnected from her pump and has to use tape to keep them connected. Latest incident occurred this morning. Pt was not "feeling good" and discovered that her tubing was disconnected again and she was not getting her full dose. Pt reconnected her line and taped the ends together. Pt does not have lot/batch numbers for the tubing set. Pt states that she does not need extra tubing sent to her. She did not mention if she threw the faulty tubing away. No other info known. Diagnosis or reason for use: pah.